Event description:
It was reported that the device stopped working 12 years after implant. The patient experienced incontinence. All components were explanted and replaced. There were no patient complications.

Event description:
It was reported that the device stopped working 12 years after implant. The patient experienced incontinence. All components were explanted and replaced. There were no patient complications.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the laboratory analysis confirmed the reported device performance observations. The fluid leaks observed in the balloon were identified as the most probable cause. However, the product investigation was unable to confirm the reported patient symptom of urinary incontinence. The patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually and microscopically inspected. Scaling was identified on the balloon shell and two pinhole fluid leaks were identified proximal to one another. The component was not functionally tested due to the leak observed. The pump and cuff were also visually and microscopically inspected, and functionally tested. Inspection of those components did not reveal any damage or irregularities that would affect the functionality of the device. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary incontinence was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to the pump and cuff investigation. However, cause traced to component failure was assigned to the balloon investigation.